Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and scope was used to determine capsule placement. However, the capsule failed to attach on the patient's esophagus. No intervention was required. There was no patient harm and repeat procedure was not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and scope was used to determine capsule placement. However, the capsule failed to attach on the patient's esophagus. No intervention was required. A repeat procedure was not performed as new capsule was used. The customer tested the placement suction equipment and it was working appropriately. There was no patient and user harm.